Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited noise. The lead was not used and a new one was placed. The patient was stable post procedure.